Manufacturer narrative:
There was no report of any device malfunction or nonconformance related to the use of these devices in the index procedure. Unknown as the batch number was not disclosed. For no allegation of product malfunction or non conformance contributing to the reported event.

Event description:
The left anterior communicating artery aneurysm was successfully embolized during the index procedure. At a routine twelve month follow up visit, angiography demonstrated a worsening occlusion of the aneurysm compared to post procedure. The physician performed a second procedure the same day to treat the canalization but no other information was provided. There was no clinical consequence to the patient.